Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap bevel edge and the metal cap are not aligned; the glass cap is protruding from the metal cap; there is indication of slight melting on metal cap output window; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate charred detritus adhesion on the metal surface; the fiber exhibits scratch marks on outer flow tubing near the open end. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure "total loss of efficacy after 55 minutes" was observed with the fiber. The fiber tip (cap) was cleaned during the procedure. The procedure was completed using a second fiber. There was "no injury" to patient reported.

Event description:
348,760 joules.